Event description:
Early in the extracorporeal photopheresis treatment (ecp) treatment via cell ex instrument today, there were five system pressure alarms. This occurred during the purging air phase beginning at the point where the whole blood processed amount was 180ml. The last alarm of whole blood processed occurred at the 436ml amount. We cleared each alarm but the alarms recurred. We conferred with therakos tech support. We were unable to proceed with the treatment. The treatment was ended and all blood products were returned from the kit to the patient. The patient's peripheral ivs were capped. We re-primed a new kit and were able to treat the patient successfully. Notified md of the above event and obtained the okay to proceed as stated. Patient remained stable, vital signs stable and pulse oximeter level was 97 percent on room air. O2 at two liters per nasal cannula was used intermittently.